Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a non-product experience. The physician elected to extract the lead and replace it with a new lead of the same model number. This rv lead was discarded after the procedure. No additional adverse patient effects were reported.